Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads broke off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead broke off. She stated it shot loose from the hold into her throat, but she was able to spit it out. No symptoms developed.